Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the latch assembly and the lid was not latched to the on/off button.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.